Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the humeral stem was in the assembly tray during impaction. The humeral liner impactor tip 38mm broke during the impaction of the 38 humeral liner. All fragments, parts or pieces were removed. The surgeon stated the humeral liner was not damaged. Surgery carried on as normal, there was no delay. Image received. The device will be return. No patient information provided.

Manufacturer narrative:
H2: the fractured impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture of the device. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instructions which could have led to the observed failure. Correction: h6 problem code, impact code, clinical code.